Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the failure investigation once it has been completed.

Event description:
Customer reported the connection above and below the stopcock will not stay tight and connections unlock. All connections are tightened before priming and connecting to the patient. IV fluid and blood backs up and leaks out. There was no patient harm reported and no medical intervention required.